Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. In 2001 pt's blood glucose was 112, 179 and 182 with a 26% difference. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.